Event description:
The device was replaced following the (B)(4), because the patient is pacing-dependent.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The device was replaced following the (B)(4), because the patient is pacing-dependent.